Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was transported to the hospital on (B)(6) 2010 due to a pacing failure. Threshold was found to measure 2.25 v, 0.4 ms. On (B)(6) 2010, threshold measured 3.0 v, 1.5 ms. Microdislodgement of the lead was suspected. The lead was repositioned.